Manufacturer narrative:
H3 other text : available details indicate that the fse recommended replacing the therapy pca, however, multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available.

Event description:
This report is based on information provided by philips technician and has been investigated by the philips complaint handling team. Philips received a complaint on the defibrillator indicating that the device failed therapy check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.